Event description:
Ambulance was dispatched to a request for help from a pt experiencing difficulty breathing. The pt sustained a cardiac arrest. When the monitor difibrillator was applied and shock was attempted, device failed. Crew used a monitor defbrillator from another crew who was also on the scene so no time was lost in treating the pt. Outcome of pt response was not compromised.